Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the installation of the equipment, it was found that the serial numbers and date of the two pressurized chambers of the equipment did not match the production date of the packages' box. The customer asked to return the new 2023 pressurized cabin, or to increase the warranty period. Additional information was later provided stating: the engineer noticed, after comparing with the pressurized chambers from other local hospitals, the mislabeled pressurized chambers had japanese labels. Those without japanese labels have no problems with their production dates.

Manufacturer narrative:
The investigation was completed using customer provided photographic evidence. The manufacturing date on the pressure cuff serial number label did not match the manufacturing date on the box label applied to the packaging. The complaint was confirmed. The root cause was a packaging error by manufacturing. A device history record (DHR) review indicated that the recorded box labeling and pressure gauge labelling showed no discrepancy, and both showed identical manufacturing dates. The affected products still in stock were quarantined.